Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot switch would not pair with any generator was confirmed. It was found that there were broken inserts on the housing of the unit and the foot switch was corroded. The foot switch was found to be non-repairable and was placed into long-term hold. User mishandling of the device, probably a fall, is the root cause of the broken inserts of the housing. Fluid ingress into the device is the root cause of the corrosion of the foot switch. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a rotator cuff repair, it was observed that a vapr vue wireless footswitch reusable was not pairing with any generator. They switched batteries and that did not work. They had to use a wired footswitch to complete the procedure. There was no surgical delay. There were no adverse patient consequences reported. During in-house engineering evaluation, it was determined that there were broken inserts on the housing of the device and the foot switch was corroded. No additional information was provided.